Event description:
While a patient was compressed during a mammography procedure, the machine went up with the patient in it -still compressed- resulting in an injury -hematoma-. Note: parts only released to manufacturer -ge- on 10/28/2009.